Manufacturer narrative:
This product has not been received for evaluation, therefore the problem cannot be confirmed. The device was disposed of after the (B)(6) 2016 operating room procedure.

Event description:
The customer reported that the patient was intubated in the operating room on (B)(6) 2016 using a gvl 3 stat and was admitted to cicu after the procedure. The patient remained intubated until approximately 1250hrs on (B)(6) 2016 at which time she was extubated. At approximately 1330hrs the patient complained of something in her throat at which time she coughed up what appeared to be the tip of the glidescope. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.

Manufacturer narrative:
Broken piece of stat received: 2016-07-18. Preliminary review completed: 2016-07-19. Technical review started: 2016-08-02. Technical review completed: 2016-12-05. Through exhaustive examination, the cause of the failure cannot be determined. Due to the circumstances, the main portion of the stat had already been disposed of before the broken fragment was discovered. It is also unknown if the stat already showed signs of damage prior to intubation or if it sustained the break during intubation. The verathon laboratory in (B)(4) was able to duplicate the breakage found in the returned piece of stat but only by dropping the stat on a concrete floor from a height greater than 48" multiple times. While we were apparently able to produce a tip break fragment that appears very similar to the customer returned fragment, the method which was used to replicate this break does not conform to the customer provided account of how their returned fragment came to be. The fragment that was returned was sent to the vendor, was transferred to their supplier, who in turn requested the fragment be analyzed by the resin manufacturer's laboratory. Unfortunately, due to the small size of the sample, the test results returned by the resin manufacturer were inconclusive. They did note however, that by utilizing fourier transform infrared spectroscopy (ftir) analysis and gel permeation chromatography (gpc), there was no indication of any degradation of the polymer in the sample. Due to the similarity of damage with the drop test, the most likely root cause was customer damage. Upon calculating the failure rate based on stat sales numbers, as of 31-aug-2016, the incident rate for gvl3 stats is (B)(4). No corrective action is required at this time due to low incident rate.